Event description:
Dr. Cannulated and placed a cross-clamp without issue. However, physician penetrated the back wall of the aorta causing a dissection when he inserted and deployed the embol-x filter. Physician admitted he was sure he plaed the cross-clamp too close to the cannula, and does not attribute this event to the quality of the product. Physician repaired the aorta and the patient did not suffer any permanent complications as a result of this incident.